Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA.

Event description:
Reporter stated that patient obtained the following blood glucose results, within 10 minutes, when testing on the aviva system: 484 mg/dl and 150 mg/dl, 305 mg/dl and 129 mg/dl, 293 mg/dl and 130 mg/dl. No action based on the discrepant results was reported. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.